Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be established. Based on the results of the investigation, the most probable cause of the failures related to white foreign material is known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of defective bowden cables. This does not include an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, white foreign material was found in the air/water cylinder and the air /water tube. The root cause of the reportable malfunction was not established. There was no report of patient involvement.